Event description:
It was reported the devices were used during a diagnostic laparoscopy procedure. It was reported the surgeon inserted a 511sd at the umbilicus site, a 355ld laterally, and a 355ld suprapubically without difficulty. The procedure was completed without difficulty. It was reported the surgeon was contacted by the pt three days postoperatively who informed him that she had a hematoma from her perineum to above her umbilicus. No further info was available.